Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.